Manufacturer narrative:
The investigation into product damage (cannula kink) has been completed. The impella device was not returned for evaluation. The cause of the product damage (cannula kink) most likely was use related due to improper technique. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-22561.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 & cp impella cp with smartassist system & impella 5.5 with smartassist for use during cardiogenic shock. Section: warnings & cautions: cautions. ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
Thecomplainant reported that after the impella cp insertion, there was kink in the cannula. Staff attempted to reposition the pump to resolve the issue to no avail. The pump was explanted.